Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was "falling out" of the patient's body. The icm was removed and will be replaced at a later date. No patient complications have been reported as a result of this event.

Event description:
Additional information was received which indicated that the device was not replaced as the patient no longer wanted it.